Manufacturer narrative:
Device evaluation: product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be the over temperature alarm setting was out of calibration. A device history record (DHR) review could not be completed as the reported serial number does not match the reported catalog number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H4: device manufacture date is unknown; no information is available for the reported serial number. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use over temperature keeps alarming and will not calibrate. This has happened twice. The first time it was during a long infusion time. The equipment was beeping the alarm and would continue to run but the fluid was not warmed. The second time it happened it was at the beginning of an infusion, same issue-would run but the fluids would not warm. They attempted "cutting off and turning back on" as info cards attached to machine stated. It did not help the problem. There was patient involvement and no patient harm/adverse event reported.